Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial exhibited a fracture. The lead was capped and replaced. No patient symptoms have been reported. No additional information available.